Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported a crack on the pump starting from top of the battery compartment to the clip side. The customer reported blood glucose value of 546 mg/dl. The event involved product(s) mmt-1712k. Troubleshooting was performed, customer was advised to replace the insulin pump. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer discontinued using the insulin pump. Mmt-1712k was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump failed self-test due to no vibration during testing. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (stained and faded serial number label and faded end cap address label) and corroded battery tube. Cosmetic damage confirmed at battery compartment. Unable to verify customer's high bgs. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.